Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced due to newer technology. Reportedly, their were no allegations against the device.